Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened marathon inner pouch (b612750). ¿ damage location details: no damages were found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal tip was found to be in good condition. ¿ testing/analysis: the marathon catheter was flushed, water exited from the distal tip, and no leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ and ¿catheter occlusion¿ reports could not be confirmed. No defect was found with the returned marathon catheter. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the catheter occlusion and leak was not determined. Heparinized saline was being flushed in the catheter when the occlusion and leak occurred. The catheter was not observed prior to use for any damage. There was no damage observed on the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marathon catheter was occluded and was found to be leaking on the catheter body. The patient was undergoing surgery for treatment of a vascular malformation. The accessed vessel was the femoral artery. It was noted the patient's vessel tortuosity was normal. It was reported that the surgeon tried to push several times, but no obvious fluid outflow was observed from the tip of the marathon floating microcatheter. There were small water droplets on the catheter body, so the surgeon suspected that the catheter was leaking. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.